Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient was seeing a power on reset (por) on the patient programmer. Troubleshooting could not be done and the patient was redirected to their health care professional. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a manufacturing representative determined the cause to be internal battery failure. It was stated that it had reached end of the line (eol) or end of service (eos). The patient mentioned that he would meet with their health care professional to discuss battery replacement at an appropriate time later this year and the power on reset would be resolved upon battery replacement. There were no further symptoms or complications reported or anticipated.